Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure with the ilet system, evidenced by a pairing failed alert and an initial scan error, after which a subsequent scan succeeded and glucose readings appeared on the pump. No adverse clinical symptoms reported. Outcomes included no medical intervention and no hospitalization. User support included customer support troubleshooting and education, confirmation of alert history, and guided rescanning of the sensor. Investigation of this case revealed a transient connectivity or pairing issue that resolved after rescanning, with normal sensor-to-pump communication thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user technique or use environment.